Event description:
Our son, used a thermometer under his mother's supervision. The thermometer broke in his mouth, cutting his gums, and filling his mouth with the black liquid that was inside the thermometer. The liquid was swallowed somewhat by pt, how much we do not know. The glass broke in many pieces in his mouth, we do not know how much, if any, glass was swallowed. He spit out the liquid onto our carpet, staining it to where we cannot get all of it out. Pt did not bite down hard on the thermometer, just held it under his tongue normally. He did not use excessive pressure. The thermometer is a germatherm, mercury free oral thermometer. It says that it is FDA listed, made in a foreign country. I contacted the company last week to report this problem, and have not heard back from them as of yet. Dates of use: 2009.